Event description:
It was reported that during testing at the user facility the micro reciprocating saw caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. It was also reported that during testing the device was able to run on its own sometimes. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported failure could not be duplicated and no components were identified which would have likely caused or contributed to the reported failure. The device was serviced for preventive maintenance and returned to the user facility.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during testing at the user facility, the micro reciprocating saw caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. It was also reported that during testing the device was able to run on its own sometimes. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.